Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the firing process, the firing trigger was broken. There was no consequence to the patient.